Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: stroke: the cause of the injury was unable to be determined due to insufficient clinical details. Pd-anticontamination sleeve- (separation, torn): the cause of the product damage was unable to be determined due to insufficient clinical details and no product was returned.

Manufacturer narrative:
D6b: added explant date. B1, b2, h1: corrected reportability. H6: added f01, f02, e0133 per information in the complaint file. Omitted code e2403 and f26. Clinical rationale: an impella 5.5 device was inserted via the right direct surgical approach in a 62-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities included known coronary artery disease (cad) and renal insufficiency. During support, the rn noted that the distal securement for the anticontamination sleeve was no longer holding the plastic sleeve in place, and additional tegaderm was applied for securement. The patient was found to have an incidental right subarachnoid hemorrhage on CT head. The patient was on concurrent va-ECMO therapy, and bivalirudin was held pending neurologic recommendations. The stroke was classified as hemorrhagic. Care was later withdrawn, and the patient expired while on support. The reported events include product damage, stroke, and death. The product damage (anti contamination sleeve) had no impact on the patient's hemodynamics. The hemorrhagic stroke is more plausibly related to the patient¿s critical condition, including cardiogenic shock and concurrent va-ECMO support, but the procedural anticoagulation required for impella implant could be a contributing factor. The death is conservatively being reported to the impella 5.5 but is unlikely related and most likely attributed to the patient¿s underlying critical condition, as they presented in scai stage d shock.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the nurse noticed that the distal securement for anticontamination sleeve was no longer holding the plastic sleeve in place. Additional tegaderm was placed for securement. The position was stable on the point-of-care ultrasound (pocus).